Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-03085 / 03088).

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2007 due to a periprosthetic fracture the patient suffered after a fall. The modular head and taper adapter were removed and replaced. A further revision procedure took place on (B)(6) 2010 due to femoral loosening and leg length discrepancies. The modular head, taper adapter, and femoral stem were removed and replaced.